Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: a DHR review could not be performed for this pi. This is the finished goods lot number. Please provide the corresponding monument blank lot number and resubmit. Device history review: jul 28, 2021. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a revision surgery due breakage of philos plate and coming back. This is the second revision for second distal screw. The (B)(4) captures for primary surgery. The (B)(4) captures 1st revision for one distal screw not inserted properly in the hole on (B)(6) 2021. It was unknown if the second revision surgery completed successfully. The patient outcome was unknown. No further information is available. This complaint involves three (3) devices. This report is for (1) 4.0mm ti locking screw w/t25 stardrive 30mm f/im nails-ster. This report is 1 of 3 for (B)(4).